Manufacturer narrative:
Haemonetics has requested that the rotors be returned for evaluation. The rotors have not been returned. This issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were sent to the customer for the on-site technician to replace. It was confirmed with the customer that since receiving the haemonetics medical device safety alert they have been using the approved cleaning solutions on the pump rotors. They also confirmed that the new rotors were installed and there have been no further issues. Not returned.

Event description:
Haemonetics received a complaint on (B)(6) 2016 for a report that over the course of three days, there has been an issue with ac depletion in the pcs2, stating that the donor received too much anticoagulant; at the end of the procedure, the bag was empty and as a result the donor complained of a tingly sensation in mouth. After follow up with the customer there was no medical intervention given to the donor and the bag of anticoagulant appeared to have a lower amount of anticoagulant than usual but did not deplete. No other information was available.